Event description:
It was reported that during an arthroscopy the werewolf did not stop ablation after the button was released, as if the button was stuck, then it did stop again. Console error showed that 2 buttons were being pressed simultaneously. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference (B)(4). A1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific information about the patient.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, and no visual issues. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found a wand end of life error. Using bypass software the unit had no issues activating or producing plasma. No errors occurred in testing. Reading the wand data shows it has experienced multiple button press errors. Removing the button covers shows saline ingress on the button boards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the wand´s connector or cable got damaged, or saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time. Corrected data: a1: should be read in blank.

Manufacturer narrative:
H11: internal complaint reference:case (B)(4).